Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
Threaded headed pin broke off in pin driver and became wedged in the tibial resection guide.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the submitted device confirmed the reported breakage. Further examination found evidence that the head of the pin was not fully engaged with the pin driver resulting in pin breakage. The root cause is attributed to user error. The root cause of the pin becoming wedged in the cutting block is secondary to the pin breakage. A complaint database search finds no additional reports against the product and lot combination. Based on the determination of user error as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.